Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "I have had allergan 410 g removed should the cd 30 year be done my capsule is still in pathology if no fluid found".

Event description:
Patient reported "I have had allergan 410 g removed should the cd 30 year be done my capsule is still in pathology if no fluid found I am pushing for it." The following patient reported events have been deemed not related to the device:"I've been very sick a lot of symptoms have gone so the removal and have a history of cancer and recent thyroid cancer". Patient also reports the symptoms of "head pain", "diarrhea", "weakness before which went after removal " "still got lots of symptoms". Patient also reported they have "history of allergies". The device has been removed. The record relates to an unspecified side.